Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-04929 and 2134265-2016-04128. It was reported that automatic pullback failure has occurred. Vascular access was obtained via left radial artery. A 24mm in length, concentric, de-novo, 90% stenosed target lesion was located in a non calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was used in conjunction with a sled and motor drive unit 5 plus. During the procedure an automatic pullback failure occurred. The physician had to push the mdu5 plus slightly with his finger to perform pullback.. The sled was replaced but the same issue occurred. It was also noted that the opticross catheter had kinked during use at an unspecified time. The procedure was completed with this opticross catheter. No patient complications reported and the patient's condition is stable.